Manufacturer narrative:
The correct information has been updated with this report.

Manufacturer narrative:
(B)(4). Pump received with an unexpected white flashing display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify missing segment/partial display due to display anomaly. Pump also received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 166 mg/dl at the time of incident. The customer stated that changing the battery did not resolve the issue. The insulin pump will be returned for analysis.